Manufacturer narrative:
Additional information received on 19 august 2016 and includes: an infection was confirmed, but the pathogen result will not become available. Batch reviews performed on 02 september 2016. Lot 154708: (B)(4) items manufactured and released on 19 october 2015. Expiration date: 2020-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t3-i4 right, code 02.12.t3i4r, lot. 154155 (k121416) (B)(4) items manufactured and released on 18 november 2015. Expiration date: 2020-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2, code 02.07.0034rp, lot. 151408 (k090988) (B)(4) items manufactured and released on 21 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 4/11 mm right, code 02.12.0411fr, lot. 152452 (k140826) (B)(4) items manufactured and released on 15 july 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 06 september 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection. The infection may have caused the implants to become loose. The surgeon revised the femoral component, the resurfacing patella, tibial tray and the tibial insert. The surgery was completed successfully. X-rays and explants are not available.